Event description:
A 52 year old male in hospital for attempted embolization. A compliant balloon was advanced through the vertebral artery such that it lay at the basilar tip. The balloon was inflated and spontaneously ruptured. Balloon withdrawn for inspection. Within one minute, pt experienced acute rise in blood pressure and heart rate. Repeat arteriogram demonstrated near-complete circulatory arrest.